Manufacturer narrative:
Refer to regulatory report #3004209178-2023-07612 for the patient's other system as it remains unclear which implanted system cannot be communicated with. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that, of the two implantable neurostimulators (ins's) that the patient has, it is not identified which one is the reported device. It was clarified that "communication is available with the not-reported device". It was clarified that charging is available with both ins's.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that after the battery pack was removed/attached, the display improved and the top screen was displayed. And then the screen displayed "device not detected". Then after the device was moved to be close to the patient, it displayed the menu screen. The issue was resolved.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implant ted with an implantable neurostimulator (ins). It was reported that they received a call from a clinical engineering technician; details could not be confirmed because the person in charge was in a hurry. When the screen was checked in order to perform an MRI scan on a patient whose family member is at another hospital, a "software problem occurred" was displayed. There were no known environmental, external, and patient factors that may have caused the event. When the reset operation (reconnection of a battery pack) was attempted, the screen improved and the top screen was displayed. When the subsequent screen is checked, the patient was not nearby, so it will display "device not detected". It was requested to move to the patient's side, and it was confirmed that the menu screen was displayed successfully. Also, it was claimed that an MRI scan was scheduled, so it has also been confirmed that it was switched to MRI mode. The display of the controller was defective, so treatment and measures were not performed along with this event, so no reference was made. The issue was resolved at the time of the report. Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported t hat "device not detected" appeared and the device could not be charged. There were no known environmental, external, and patient factors that may have caused the event. It was placed directly on the skin and changed location many times, the cord was removed and re inserted, and the battery was reset, but there was no improvement. The issue was not resolved at the time of the report. No symptoms were reported. Additional information was received. It was reported that the cause of the device detection and charging issue was n ot determined. The actions taken to resolve the issue were that it was placed directly on the skin and the position was changed several times; the cord was inserted and removed, and the battery was reset, but it did not improve. The issue has not yet been resolved. They instructed the patient to continue charging the device by pressing the [charging] button after device not detected is displayed. The subsequent progress is being confirmed. Additional information was received. It was reported that the other screen details of the software problem message were unknown. They reset/battery pack removal/attachment improved the monitor issue and the top page was displayed. Then the device displayed "device not detected" as the patient was not there, not close to the device. After the patient moved close to the device, the menu page was displayed. The issue was resolved. It was clarified that there are 2 ins's implanted, one was on (B)(6) 2020, the other was on (B)(6) 2020. Which one is the target this time is not specified. The subsequent progress of "pressing the [charging] button after device not detected is displayed" was being confirmed; this issue has not since been resolved. The cause of the device detection and charging issue was not determined.

Manufacturer narrative:
Foreign: japan refer to regulatory report #3004209178-2023-07612. The patient had two implanted systems and it was not clear which implanted system the issue occurred with. The referenced report pertains to the patient¿s other system. Follow-up has been performed and an update will be sent with additional information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.